Event description:
Additional information received noted the patient did not experience any adverse consequences from the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission from the implantable cardiac monitor. The transmission was missing alerts. The patient was in stable condition.